Event description:
It was reported that high impedance was observed during a patient appointment on (B)(6) 2011. The patient was scheduled for and underwent a full revision surgery on (B)(6) 2011. The explanted products have not yet been returned to the manufacturer, and attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the device was discarded during the replacement procedure. The high impedance was initially observed approximately two weeks prior to the initial report. X-rays were not performed and it is unknown if trauma or manipulation occurred. It was indicated that the site runs diagnostics on this patient every two weeks; however no specific results for this patient were provided. No other information was provided.

Event description:
The implant card received on (B)(4) 2012 indicated that a lead discontinuity was the reason for replacement and after the replacement impedance was "ok".

Event description:
Additional information was received indicating that the high impedance, when initially observed had a dc/dc code of 7.